Manufacturer narrative:
The event occurred in another country.

Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 470 mg/dl and 120-140 mg/dl (exact value not provided) while using the aviva system. Reporter did not indicate if pt modified therapy based on these values. No adverse event was reported. The MFR requested the return of the suspect product and replacement product was shipped.